Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support there was a low flow issue and a suspected clot. The pump was replaced as a result of the noted issue and it was discovered that there was a clot on the outlet cage of the device. Additional information was provided that noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).

Manufacturer narrative:
The investigation for the reported low pump flow and thrombus has been completed. The product was not returned for review but based on clinical description and data review, the root cause of low flow was most likely due to biomaterial ingestion and the root cause of the thrombus was most likely due to patient condition. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella cp with smart assist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.